Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. Event date: unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier: synthes (B)(4) - manufacturing date: september 11, 2001. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated cruciform screwdriver was found with one (1) of its four (4) legs broken off. The issue was discovered during a routine inspection of the instruments with no known patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) cannulated cruciform screwdriver was returned with one of the four cruciform tips broken off at its base. The tip fragment was not returned for evaluation. The sheared off cruciform tip fragment would be approximately 1.0mm x 0.5mm as measured with micrometers and with reference to screwdriver blade component drawing. The remaining three cruciform tips show significant wear, but are not broken. The handle is intact and undamaged. Though the exact cause cannot be identified, the damage appears to be the result of excessive forces. Replication of the complaint condition is not applicable and the complaint is confirmed, but the device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.